Manufacturer narrative:
Reference number (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. 4 days later, the patient came back with a gastric leak, not a perforation. The tubing was removed and the leak was closed at the duopa tube site. It was later reported that the patient was hospitalized and had a planned surgery for a perforated colon.